Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter drain was leaking at the connection between the catheter and hub. To date, additional event and patient information have not been provided. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
A review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no relevant nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. The used catheter was returned for investigation in an opened condition. Biomatter was present on the device and there did not appear to be any surface damage. The catheter tubing outer diameter was measured and found to be within manufacturing specifications. Additionally, the number of visible threads between the mac-loc hub and connector cap was inspected and also found to be within specification. A leak test was conducted and could not confirm the presence of a leak. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.